Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of two endo gia tri-staple reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridges noted that there was staple protrusion visible to the 5cm cut line and the distal sutures were still anchored. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reloads were applied to test media. The distal sutures released. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the unreleased suture may occur if firing is not fully completed by the user. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the device would start and stop firing intermittently. New reloads were put on the handle, and the device worked properly. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The last known patient status is fine. The staple line was re-stapled.